Event description:
The customer reported that the roller in the clamp is coming off the track. No harm or injury was reported. The customer reported ten defective devices but did not provide any further information or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation. The suspect device has not been returned for evaluation. Conclusions: a follow-up report will be submitted when the evaluation has been completed.